Manufacturer narrative:
The complaint device has not been returned to date. A follow-up report will be submitted upon completion of the complaint investigation.

Event description:
It was reported that the light source did not recognize the storz cable. The procedure was completed as an open surgery rather than an endoscopic surgery after the light went out. The delay in surgery was less than 30 minutes and add'l anesthesia was required.